Manufacturer narrative:
Follow-up#2: supplemental sent to correct information omitted from previous follow-up#1; retain test strips were ordered and passed testing. An appropriate evaluation method code has been included in this supplemental.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 3:00pm. The patient reported obtaining blood glucose readings of "4.9 mmol/l" with the subject meter and "3.2 mmol/l" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with a fixed dose of insulin (7 units of humalog with every meal; 15 units of lantus at night) and denied making any changes to her usual diabetes management regimen due to the alleged inaccuracy issue. The patient stated that an unknown time prior to the start of the alleged issue she developed symptom of feeling "lightheaded". The patient claimed she treated herself with pop at around 3:00pm. The patient claimed that no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to obtaining the alleged inaccurate result and there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.